Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified a crease fold, wear abrasion and one opening curved on the radius. A leak test and microscopic analysis was performed which identified one opening striated on the radius due to surgical damage consistent with use of a surgical tool and partial delamination of the valve due to adhesive failure. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.